Manufacturer narrative:
(B)(4). The customer returned a 2-lumen PICC catheter for evaluation. The catheter showed evidence of use and injection ports were attached to each of the luer hubs. The catheter body had been cut and the separated portion of the body was returned. The catheter was returned with the slide clamp occluding the distal extension line. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Functional testing identified a hole/cut in the distal extension line body between the closed slide clamp and the luer hub. Microscopic examination revealed the cut was horizontal across the axis of the extension line body and smooth in appearance. The location of the cut was consistent with the leak observed in functional testing. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). Residual adhesive material was observed on the distal extension line body. The cut in the distal extension line was 5 mm from the bottom of the distal luer hub. The outer and inner diameter of the distal extension line were measured and were found to be within specification. The distal extension line length from the juncture hub to the luer hub was also found to be within specification. Other remarks: the catheter body was cut 101 mm from the juncture hub. The separated piece measured 283 mm in length. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal extension line when pressurized. Water was observed leaking adjacent to the luer hub when the distal extension line was pressurized. A device history record (DHR) review was performed on the catheter including the distal extension line and no relevant manufacturing issues were identified. The distal extension line extrusion product drawing and the catheter product drawing were reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with this kit cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also states to not secure, staple and/or suture directly to the outside diameter of the extension lines to reduce the risk of cutting or damaging the catheter. The IFU also cautions that to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen. The customer report of the distal extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small cut in the distal extension line body. The edges of the cut were smooth and the appearance was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). A DHR review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that a double lumen chg PICC was placed in a patient, one lumen (white port) was immediately accessed for tpn and had been on a continuous infusion for several days when a nurse attempted to flush the other lumen (pink port) to start another medication the clear extension line just proximal to where it had been clamped was "leaking" and their appears to be a hole or slit in the pigtail.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a double lumen chg PICC was placed in a patient, one lumen (white port) was immediately accessed for tpn and had been on a continuous infusion for several days when a nurse attempted to flush the other lumen (pink port) to start another medication the clear extension line just proximal to where it had been clamped was "leaking" and their appears to be a hole or slit in the pigtail.